Manufacturer narrative:
A ge service rep performed an on site investigation. The circuit boards and cables were reseated. Also, the power supply was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a radio error code message and had booting up issues. No report of pt injury.